Event description:
Reporter stated that a pt's capillary blood pt was tested back-to-back, using the suspect device, with results of >8.0 inr and >8.0 inr. An add'l sample (type not provided), obtained from the same pt, reportedly measured 6.6 inr on a laboratory instrument. Two days later, add'l testing was performed on the same pt. The suspect device result was 6.7 inr and the lab value was 3.6 inr. Reporter stated that pt's coumadin dose was withheld for 3 days. No pt injury was reported. Reporter noted that both liquid and electronic control tests were performed on the suspect device. Results were reported to be within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.